Event description:
Patient placed new insulin set on (B)(6) 2010, the next morning he discovered the area around his site was wet with insulin. His blood glucose was high (value not known). He changed his set and took an insulin bolus via syringe. His blood glucose remained high, he changed his set again, by the evening he was vomiting and presented to hospital. He was treated with IV insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.